Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent patient. The patient, a (B)(6) old male, had overdosed on metformin. The patient was being monitored by the ems agency's device en route to the hospital. The patient lost consciousness several times but was never in cardiac arrest; therefore defibrillation was not necessary during the event. The customer advised that the device had two fully charged batteries installed during the event. Another ems crew arrived on scene and their device was used to continue patient care. The patient did not survive the event; however, the customer advised that the device use did not contribute to the patient outcome because the patient was not in a shockable rhythm during the event and had overdosed on the drug metformin.

Manufacturer narrative:
(B)(4). Physio-control downloaded and reviewed the electronic patient record from the patient event and verified the reported issue. Physio-control then examined the customer's device and observed that all four battery pins were loose. Physio then tightened all the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The likely cause of the reported issue was loose battery pins.